Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 531 mg/dl with 80 out of 160 ketones present. The customer delivered a manual injection to stabilize bg level. The customer believed that the cause of the elevated bg level was due to an issue with the insulin and drinking a soda without delivering a bolus. Reportedly, the customer changes the cartridge every 3 days. During troubleshooting with tandem technical support (cts), the customer was educated regarding the labeling instructions for humalog. A system check was also performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the hcp to discuss factors that may affect bg level. In addition, the customer was unsure if their carb ratio setting was correct. The customer was advised to consult with the health care provider (hcp) about carb ratios.